Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit black screen during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue, and they looked over the cart with biomed; cart was powered on and the default setting for port b was set to display port and screen was black with just the mouse arrow showing. It was noted on the monitor that port b should be set to high-definition multimedia interface (hdmi). Disconnected display port from pc and monitor and set default back to high-definition multimedia interface (hdmi). Successfully captured images to provation. Instructed staff that the pc does not power on with the tower and would need to be powered on before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.